Event description:
Title: surgical management of perianal fistula using an ovine forestomach matrix implant. This single-center retrospective case series aims to evaluate the use of ovine forestomach matrix (ofm) as a perianal fistula implant (pafi) to facilitate closure, minimize postoperative complications, and negate the need for more-invasive surgical interventions. Between november 2020 and february 2023, a total of 14 patients (10 male and 4 female; mean age of 56.5 ± 16.0 years) who underwent a minimally invasive pafi using ofm were included in the study. The 2-0 vicryl suture was used to secure the ofm implant internally and externally. Follow-up visits were conducted at 2 weeks and 8 weeks, for early follow-up, and then 6 and 12 months for long-term follow-up. Reported complications include unhealed fistula (n=5; in 60-year-old male, 55-year-old male, 50-year-old male, 36-year-old female, and 33-year-old female patients) with drainage (n=4). In conclusion, the minimally invasive ofm-based pafi technique for pf treatment was demonstrated to be a safe and feasible option for patients with trans-sphincteric pf of cryptoglandular origin.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2024-03616, 2210968-2024-03617, 2210968-2024-03618, 2210968-2024-03619. Citation: techniques in coloproctology (2023) 27:769¿774. Https://doi.org/10.1007/s10151-023-02809-y.